Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37751, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger.

Event description:
A friend or family member of the patient reported that the implantable neurostimulator recharger (insr) is not charging, and that they are seeing the message "charge the insr now" when trying to charge the implantable neurostimulator (ins). A light is seen on the desktop charger, and they cannot charge the ins as a result. The issue occurred as of date notified. A replacement insr was sent to the patient. Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient¿s implantable neurostimulator (ins) charge depleted causing the patient to start shaking. The issue was due to the patient no being able to recharge their ins recharger because of a desktop charger broken connector pin. The caller also reported seeing a recharge the recharger screen.

Manufacturer narrative:
Eval code-conclusion was added in additional to eval code-result.

Manufacturer narrative:
Corrected to (B)(6) 2016 as the date on the previous report was incorrect.

Manufacturer narrative:
The desktop charger's cable assembly was found to contain broken connector pins. The cable assembly with the broken connector tip was replaced. Upon review of the analysis results, it was determined that eval code-conclusion and eval code-results no longer apply. Eval code-conclusion and eval code-result were applied. Eval code-method were also applied.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that without a working implantable neurological stimulator recharger (insr), the patient's implantable neurostimulator (ins) depleted; the patient was without stimulation since sunday. Upon checking the device with the patient programmer, it was discovered to be off. The stimulation was turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.